Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. It was stated by a hospital that the cgm reading was 8 mmol/l higher than the plasma glucose level after starting propranolol for symptomatic control of graves disease, which resulted in serious hypoglycemia requiring admission to the hospital. No symptoms of the hypoglycemia were provided. A new sensor was inserted, and the propranolol was stopped. No treatment details were provided. No data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.